Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultra meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with a reporter for the patient on (B)(6) 2016. The reporter advised during the follow-up call with the csr that they were unable to recall when the alleged issue first began but claimed it was some time before (B)(6) 2017. The reporter advised that the patient tests his blood glucose 4 times per day and that his usual/expected results are around ¿220 mg/dl¿ before eating. The patient manages his diabetes with self-adjusted insulin (type and dose not reported) and the reporter advised during the follow-up call that he continued to follow his usual diabetes management regimen, administering his ¿usual dose¿ of insulin in response to the alleged issue. The patient advised that he had ¿felt a lot of headache¿ 3 days prior to the alleged meter issue and the reporter which he self-treated with insulin (unspecified dose or type). The reporter advised that due to the patient¿s symptoms not subsiding after self-treatment, on (B)(6) 2017 at 11:37 a.m., they took the patient to the hospital where his blood glucose was measured; however, they were unable to recall the result obtained on the hospital device but stated that it was ¿very high¿. The reporter advised that the patient was subsequently treated by a health care professional (hcp) with IV fluids. The reporter believed that whilst the patient¿s blood glucose is usually high, the alleged issue prevented the patient testing his blood glucose and administering the correct dose of insulin and thus, the alleged issue contributed to the development of worsening symptoms and the requirement for hcp treatment. At the time of troubleshooting, the csr established that the device was not being used for the first time, that the correct test strips were being used and noted that there was no apparent misuse of the product. The csr confirmed that the meter would turn on when the power button was pressed; however, when walking the patient through inserting a new test strip, noted that the meter would not turn on as per the user manual. The subject products were requested back and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior sometime prior to the alleged meter issue, the alleged meter issue could not be ruled out as a cause or contributor to the event.